Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
The review of the (B)(6) association revealed a star ankle revision surgery due to the implant breakage of the sliding core.